Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 599mg/dl, and he was treated with an insulin drip. It was stated that the customer was experiencing vomiting and dehydration. Troubleshooting was performed. Assisted the customer with removing the reservoir to rewind and prime the insulin pump. Ran a fixed prime test and the insulin did exit. Instructed the caller to remove the cannula, and it was not bent or occluded. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.